Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but two (2) photos were provided by the customer for investigation. The photos provided for this incident disclose sufficient evidence to confirm preactivation and bent extension tubing with broken lever arms. A broken lever arm would trigger the premature retraction and could result in the bent/kinked extension tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use the tubing is discovered to be kinked with 3 bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from spanish to english: 10.jul, a member that works in the taking samples facility, when opened the package, noticed that a push button 23 device is with the needle retracted and with the tube bent in proximal part. At the moment of verifying the email, the facility where the event occurred is closed, therefore it is not possible to obtain further details. This is the customer that uses these devices the most, and has already previous notified similar events, that has always been notified for correspondent.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the tubing is discovered to be kinked with 3 bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: 10.jul, a member that works in the taking samples facility, when opened the package, noticed that a push button 23 device is with the needle retracted and with the tube bent in proximal part. At the moment of verifying the email, the facility where the event occurred is closed, therefore it is not possible to obtain further details. This is the customer that uses these devices the most, and has already previous notified similar events, that has always been notified for correspondent.